Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system displayed a localizer faulted message when using the flat emitter. The site rebooted the system with a full power cycle and the issue resolved. There was no delay in the length of the procedure. There was no impact on patient outcome. On 2026-jan-23 iud (rep): additional information was received. During troubleshooting, the medtronic representative (rep) was unable to duplicate issue with both side and flat emitters. Printcameradiagnostics showed all component statuses as connected. On 2026-jan-29 iud (rep): additional information was received. It was reported that the cord on the back wasbent and it fell in a flat position, so it stayed in one position. On 2026-feb-02 e1 (rep): additional information was received. The correct date of the event was 2026-jan-21.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735521, serial/lot #: (B)(6), (B)(4) work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the emitter was replaced. Codes b01, c02 and d02 are applicable. Analysis was completed for the emitter. It was reported that the side emitter was tested on a lat station and it faulted immediately. Emitter was then tested on the emtest and it was found to have a tcurrtfault on 4 of the 12 coils. Codes b01, c02 and d02 are also applicable to this analysis. A05: applicable to localizer faulted. A1102: applicable to the localizer faulted message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.